Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position, the amplatz extra stiff wire kinked during insertion of the valve and the implanter could not advance the valve any farther into the sheath. The complete system had to be removed and we could not reuse the 23mm s3u. A new 23mm s3u was prepped, and a new sheath was inserted. The second valve implanted with no issue. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).